Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. Device was tested with a water fill test reservoir and no bubbles were noted. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, device passed the self test. After troubleshooting, customer's endocrinologist recommended to have the device replaced. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.